Event description:
On (B)(6) 2006, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The trunk used in the procedure was undersized for the aortic diameter. On (B)(6) 2012, the pt presented emergently with back pain. He underwent a procedure that day to place two more aortic extenders in order bridge a gap between the trunk and existing aortic extenders. The endoleak was resolved.

Manufacturer narrative:
Additional devices: (B)(4). The manufacturing records review verified that the lots met all pre-release specifications.